Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported an anaphylactic episode, chest pain and required three epinephrine shots while an align product was being used.

Event description:
The patient reported the symptoms of anaphylactic episode: itching, full body hives, difficulty breathing, chest pain, swollen tongue, swollen uvula and massive headaches. The patient reported visiting a dermatologist, pulmonologist, cardiologist and 2 hospital visits to alleviate the reported symptoms. The patient reported being prescribed by dermatologist and the ER doctors with 3 epinephrine shots and steroids (unspecified) to alleviate the reported symptoms. The patient discontinued the use of the aligners on (B)(6) 2019 and is currently getting better. The treating doctor considered this event was serious and life threatening to the patient.